Event description:
A medtronic representative reported that the emitters of the navigation system camera do not work properly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site. Medtronic investigation of returned suspect camera finds that tracking was found to be intermittent in the near area of the volume, otherwise normal. The positioning sensor unit (psu) passed an aak test at .34 mm and with normal line separation of .73 mm, but with difficulty tracking in the near volume. The test software adjusted the line separation to .02 mm. Subsequent testing confirmed the initial results. Tracking in the near range did not improve. Electrical failure, intermittent tracking, directly caused event.